Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the evening on (B)(6) 2011. At unspecified times, the patient reportedly obtained blood glucose results of "598, 573, 524, 550, hi, and 553mg/dl" with the subject meter. The patient's testing frequency and typical blood glucose range are not known. According to the csr's documentation, the patient manages his diabetes with an unspecified type of insulin (self adjuster); however, the patients denied taking any action in response to the reported meter issue and subsequently, at an unspecified time that evening, the patient reportedly developed symptoms of blurry vision and shaking. The patient denied receiving any form of medical intervention/treatment as a result of the alleged inaccurate high issue. The reason the patient did not treat his symptoms is unclear, it is unknown if the patient associated his symptoms to diabetes, it is not known if the patient suffers from other health conditions, it is not specified when the patient's symptoms improved, and it is not known if the patient tested his blood glucose with another device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.